Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose level of 488 mg/dl and was going down to 349 mg/dl. Customer was assisted with troubleshooting for high bloods glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose level. Customer was treated with bolus for high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.